Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged infection was related to the activ.a.c.¿ therapy system. The device passed quality control checks before and after patient placement. The nurse stated the v.a.c.® dressing was left in place without active v.a.c.® therapy for longer than recommended; therefore, this event is being reported as a potential use error.

Event description:
On (B)(6) 2021, a device evaluation was completed by kci quality engineering. On (B)(6) 2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On (B)(6) 2021, the device was tested per quality control procedure by kci quality engineering and passed. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection is related to the activ.a.c.¿ therapy system. A device evaluation is currently pending completion. The nurse stated the v.a.c.® dressing was left in place without active v.a.c.® therapy for longer than recommended; therefore, this event is being reported as a potential use error. Device labeling, available in print and online, states: keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternative dressing at the direction of the treating physician. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Event description:
On 31-aug-2021, the following information was reported to kci by the nurse: the activ.a.c.¿ therapy system alarmed and the patient silenced the alarm several times until the home health nurse returned the next day. The home health nurse found the v.a.c.® drape had slipped, and the activ.a.c.¿ therapy system eventually shut off. The patient visited the wound care center where the nurse advised that the wound was allegedly infected from the drainage sitting in the wound. The activ.a.c.¿ therapy system was placed on (B)(6) 2021 and removed on (B)(6) 2021 to perform a wash of the wound. The wound care nurse stated that wet to dry dressings are still being utilized. On 02-sep-2021, the following information was reported to kci by the nurse: the alleged wound infection was due to use error. The home caregiver silenced the alarms and never called the home health, so the v.a.c.® dressing remained in the wound until (B)(6) 2021 without active therapy. On 03-sep-2021, the following information was reported to kci by the nurse: the patient continues to use the activ.a.c.¿ therapy system and wound is getting better. Antibiotics were prescribed and patient's wound is receiving a daily cleanse treatment. A device evaluation of the activ.a.c.¿ therapy system is currently pending completion.